Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an open proximal gastrectomy, the cartridge could not be loaded into the jaw before the device was used for the patient. Then, it was found that the tip of the cartridge deck was damaged. Another device was used to complete the case. There were no adverse consequences to the patient.